Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that down biters were found broken after minimal use, despite not being used on excessively hard bone. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: pull rod broken. The diagnosed issue is not caused by a production defect. The most probable root cause of the breakage of the pull rod is excessive force. There are signs of wear/scratches on the surface of the fixed jaws, which means that it cannot be ruled out that material other than that intended was attempted to be cut. In addition, corrosion can be seen on the lock on the back, which can also have a negative effect on the material properties of the pull rod. The event is filed under internal karl storz complaint ID: (B)(4).